Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a slow steady rise right ventricular (rv) lead in pacing impedance that became high and caused an alert. It was also noted that there was rising rv capture thresholds. The lead remains in use. No patient complications have been reported as a result of this event.